Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7334610, and no non-conformances related to the reported complaint were identified. During evaluation of the sample it crease on the posterior aspect was noticed. No other anomalies were discovered. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a 275cc mentor memorygel breast implant and experienced left sided baker¿s grade iii capsular contracture post procedure. Additionally, bilateral ptosis and right sided capsular contracture were noted (baker's grade unknown) as a result, device replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2019. The left sided baker's grade iii capsular contracture was reported as a periodic summary report ((B)(4)), as the information was made available to mentor on (B)(6) 2019, and that was prior to the periodic summary report exemption being lifted. Additional information regarding the right sided issues were received by mentor on (B)(6) 2019 and this report was created to properly document these issues.